Event description:
This complaint is now reportable based on the analysis completed in (2009). It was reported that during a percutaneous coronary intervention (pci) procedure, the stent could not cross the lesion. The 90% stenosed lesion was located in the highly tortuous distal left circumflex. The lesion was highly tortuous from the entrance of proximal left circumflex. After pre-dilatation, it was unable to advance any further than proximal left circumflex. The procedure was completed with a different device and there were no patient complications. The patient condition was said to be "good", however, the investigation revealed stent damage.

Manufacturer narrative:
A review of the manufacturing documentation for batch found that the device met its material, assembly and product specifications at the time of release to distribution. A visual and microscopic examination found that both the distal and proximal edges of the stent were damaged. Struts on stent rows 1 to 2 from the distal edge were raised distally. Struts on stent rows 1 to 2 from the proximal edge were raised vertically. A visual examination revealed kinks along the entire length of the hypotube. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The most probable root cause is operational context as the device performance was limited due to anatomical procedure factors.